Event description:
This customer had questions about the shock advisory behavior after the second shock delivered. There was no report of negative impact to the patient.

Manufacturer narrative:
This customer had questions about the shock advisory behavior after the second shock delivered. There was no report of negative impact to the patient. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.